Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console diplayed a message indicating that the system computer was not functioning. Turning the power off and on restored proper function. There were adverse consequences to the patient as a result of this event.